Manufacturer narrative:
(B)(4): claim#: (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticmo12.6; -11.5/3.0/091 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2022. The patient experienced excessive vaulting and elevated iop without pupil block and angle closure. On the same date in a separate surgery the lens was explanted. It was noted "the patient is under consideration; and at the time of the second operation is uncertain". The problem was resolved. The cause of the event was reported as unknown.

Manufacturer narrative:
H3: device evaluation - lens was returned in microcentrifuge vial dry with residue/debris on product. Visual inspection found no visible damage to the lens. Dimensional inspection found the lens to be within specification. Claim# (B)(4).